Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing reservoir tube seal, cracked battery tube threads and minor scratches to the display window.

Event description:
The customer's mother reported via telephone call that the insulin pump was cracked at the reservoir compartment after being dropped. The reservoir would fall out due to the damage. The blood glucose reading was 80 mg/dl. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.